Manufacturer narrative:
Aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported via social media that multiple strokes occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). On unknown dates post index procedure the patient experienced a series of strokes. No further patient information is available.